Event description:
The 1st revive ic was taken out of the hoop per standard practice and it kinked before being used in the patient. The 2nd revive ic collapsed when aspirating clot with a 60cc syringe. The distal section ribboned down and flattened out. The proximal section of both catheters seemed to kink much too easily. Additional treatment required use of a penumbra reperfusion catheter and a dac catheter to complete the procedure. Additional information received indicated that there was no difficulty experienced removing the revive ic from the hoop. It was also reported that it appeared kinked rather than bent as it was pulled out of the hoop. There was only one significant kink observed. The 2nd revive ic's target site was at the right mca and the clot was measured at 2cm. As the catheter collapsed a small amount of clot in the microcatheter was observed. Another catheter was used when the revive ic failed. There was no reported embolization of the thrombus as a result and there was significant vessel tortuosity. There were no other kinks observed. Immediately after some pressure was applied, during the retraction of the syringe plunger, the "flattening" occurred. Patient's condition was reported stable, with a stroke. Note: it is unknown if the microcatheter was being utilized with the revive ic microcatheter.

Manufacturer narrative:
The 1st revive ic was taken out of the hoop per standard practice and it kinked before being used in the patient. There was no difficulty experienced removing the revive ic from the hoop. It was also reported that it appeared kinked rather than bent as it was pulled out of the hoop. There was only one significant kink observed. The second revive ic collapsed when aspirating a 2cm clot in the right middle cerebral artery with a 60cc syringe. The distal section ribboned down and flattened out immediately after some pressure was applied. During the retraction of the syringe plunger, the flattening occurred. It was reported that there was no embolization of the thrombus as a result. As the catheter collapsed a small amount of clot in the prowler 14 microcatheter was observed. The proximal section of the second revive catheter also seemed to kink much too easily. Additional treatment required use of a penumbra reperfusion catheter and a dac catheter to complete the procedure. The patient's condition was reported as stable, with a stroke which was reported as unrelated to any product issues. The returned device was inspected and kinks were found at 68 cm from the distal end of the hub and at 110.5 cm from the distal end of the hub. In addition a flattened section was found at 111 cm from the distal end of the hub. The length of the flattened section is 1 cm approximately. Final packaging was not returned. Both the inner and outer diameter of the catheter was measured at the flattened section and was found to be within specification. This indicates that there was no thinning of the catheter wall that could have contributed to the collapse. Functional testing by flushing of the device adequately demonstrated catheter characteristics from a functional standpoint: lumen patency to assess ability of the catheter to deliver drugs or devices and catheter body integrity. There were no leaks or other indications that the outer surface of the jacket had been compromised. The validation protocol did not find significant differences in the ovality of the revive ic catheter before vacuum and after vacuum. Therefore, the catheter will maintain lumen patency under vacuum and will not collapse. A test to simulate the conditions that led to the reported complaint was developed using a water bath, a pin gauge set, and a 60 cc syringe. For the simulation, a new revive ic was used. The catheter was intentionally kinked in the same location where the returned catheter was kinked. The clot that caused the "collapse" of the catheter was simulated using a pin gauge of 0.445'' which was introduced into the distal tip of the catheter. The 60 cc plunger was pulled for 1 minute; no "collapse" of the revive ic catheter was observed and no surface damage was noted. The reported event was confirmed based on the visual inspection of the returned device. A definitive conclusion regarding the cause of the kinking of the catheter cannot be determined, although this time of complaint is sometimes associated with bending or twisting of the hub during removal from the packaging hoop. A root cause for the flattening of the second revive ic device cannot be determined as there were no out-of-specification conditions identified during the investigation that could have contributed to the reported event. Additionally, the instructions for use for the revive ic states that "the revive ic is intended for use in the peripheral, coronary, and neuro vasculature for the intravascular introduction of the interventional and diagnostic devices. The revive ic is not intended for the aspiration of thrombus, as no testing has yet been conducted to support this usage. Procedural/clinical factors appear to have contributed to the event with no indication of any related device manufacturing issues. Therefore, no corrective actions will be taken at this time." This is one of two products used during the same procedure on the same patient, which is associated with mfg report 2954740-2012-00525 and 1058196-2012-00169.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 2954740-2012-00525 and 1058196-2012-00169. Note: concommitant device: penumbra reperfusion catheter dac catheter